Manufacturer narrative:
H6: remove investigation findings code 3221, type of investigation code 4114, and investigation conclusions code 67. Replace with investigation findings code 3233, type of investigation code 4118, and investigation conclusions code 11. H6: remove investigation findings code 3221, type of investigation code 4114, and investigation conclusions code 67. Replace with investigation findings code 3233, type of investigation code 4118, and investigation conclusions code 11.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" per continuous glucose monitor readings. High bg was addressed by changing supplies and bolusing. The customer alleged that once insulin levels are down to 70-100 units, the pump does not deliver insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to an alternate method of insulin therapy.